Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported by the attorney, through the filing of a legal claim, that the patient underwent a left total knee replacement on (B)(6) 2012 where she was implanted with a stryker mrh knee femoral component. It is further alleged that after implantation, the patient began to experience pain and instability. The patient underwent revision surgery of her left knee on (B)(6) 2018.